Event description:
It was reported that during a lavh procedure, the device would not pass pre-run testing. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The device was tested on a generator completing the user initiated test; it was found that the hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.